Event description:
It was reported that on filling the reservoir cassette, 100ml, it was noticed by the operator on 6 separates occasions that there were black particles in the cassette before the solution has been added. The issue was discovered prior to patient use. There was no patient involvement and no patient harm. The dates of the events were 05-sep-2024 and 03-oct-2024.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. No samples were received for analysis of this complaint. The device history record of reported lot number 4453457 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Received four (4) used, each of the cassettes was observed to have at least one particulate on the cassette body. The particles were observed outside the fluid path. One of the black particles was cut out and further examined. The particulate was not removable. The black particle was observed to be embedded in the cassette plastic. The complaint of particles in the cassette can be confirmed. However, the particles were observed to not be in the fluid path. The probable cause is due to a molding error. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.